Manufacturer narrative:
(B)(4). The actual device has not been returned however, the device history files have been requested for evaluation. A follow up report will be provided after the evaluation results become available.

Event description:
(B)(4).